Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via a remote transmission revealed that patient received inappropriate shock therapy due to atrial fibrillation with rapid ventricular response. Reprogramming changes were recommended. No further information is available.